Manufacturer narrative:
Concomitant medical products: 559453 lead, implanted: (B)(6) 2002, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead showed a slow increase in pacing impedance as well as varying pacing impedance on the tip to coil impedance vector. The lead remains in use. No patient complications have been reported as a result of this event.